Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the large suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the large suturecut needle driver was inspected prior to use and there was no damage that was noted. The large suturecut needle driver did not collide with any other instrument. There were no issues related to opening/closing the grips, yaw motion of the grips, or pitch motion. There was a cable that was visibly observed that was protruding from the distal end of the large suturecut needle driver.